Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d284drg implantable pacemaker/cardio/defib implant date unknown. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert was triggered, and the impedance trend on the rv (right ventricular) pacing lead was rising. It was also noted that an oot (out of tolerance) subthreshold lead impedance alert was recorded on (B)(4) 2011, b)(4) 2012, the max vpace (ventricular pace) impedance raised slowly from approximately 1000 ohm the week ending b)(4) 2011 to greater than 3000 ohm the week ending b)(4) 2013.

Event description:
It was reported that there is a slow rise in right ventricular (rv) lead impedance. It was noted that there was a lead alert for high impedance back in (B)(6) 2012. The lead remains in use. No patient complications have been reported as a result of this event.